Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their top aligners are cutting into their gums and are making their teeth throb because the aligners don't fit well. Provided fit tips, filing aligner and requested update.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.